Event description:
It was reported that the patient never had therapeutic effect following implant. It was noted that the patient had everything taken out in the prior week. The reporter stated that ¿it never worked¿ and that half of the time, the patient did not use it. The patient was reprogrammed but ¿it did nothing¿ and did not help. It was noted that the patient experienced a loss of therapeutic effect. The cause of the event was not determined and it was unknown if there was a 50% or greater symptoms reduction. It was noted that the patient had ongoing pain issues that were not related to the stimulator.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).